Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced. The stent was deployed at 10 atmospheres (atm); however, a distal edge dissection was observed. Another 2.5 x 18 mm xience xpedition stent was deployed for treatment. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.